Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 20-sep-2017. The most recent information was received on 30-jan-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / occasional pelvic pain") and suicidal ideation ("suicidal thoughts because I am so tired and unbearable consequences on daily life") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: testing for heavy metal allergies, follow-up x-ray for positioning of implants, blood tests and testing for rheumatoid illnesses were performed. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), back pain ("lumbar pain / dorsal pain"), migraine ("migraines / almost daily migraines"), the first episode of fatigue ("chronic fatigue"), urinary tract infection ("urinary tract infections"), menstrual disorder ("disturbed menstruation"), amenorrhoea ("absence of menstruation for several months"), myalgia ("muscle pain"), arthralgia ("joint pain / arthralgia"), mood swings ("mood swings"), amnesia ("loss of memory"), disturbance in attention ("loss of concentration"), visual impairment ("'decrese' in vision"), alopecia ("hair loss"), diarrhoea ("daily diarrhea"), the second episode of fatigue ("suicidal thoughts because I am so tired and unbearable consequences on daily life"), musculoskeletal disorder ("skeletal imbalances that have arisen to offset the poor positioning caused by pain from my toes to my jaw"), fibromyalgia ("suspicion of fibromyalgia") with pain, dyspepsia ("digestive disturbances"), headache ("almost daily headaches"), dyspareunia ("deep dyspareunia") and asthenia ("asthenia that seemed to increase progressively") and was found to have blood pressure decreased ("drop in blood pressure") and weight decreased ("weight loss / loss of weight (6 kgs in 2 months)"). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial part taking out the devices in one block). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, suicidal ideation, back pain, migraine, blood pressure decreased, urinary tract infection, menstrual disorder, amenorrhoea, myalgia, arthralgia, mood swings, amnesia, disturbance in attention, visual impairment, alopecia, diarrhoea, weight decreased, the last episode of fatigue, musculoskeletal disorder, fibromyalgia, dyspepsia, headache, dyspareunia and asthenia outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, amnesia, arthralgia, asthenia, back pain, blood pressure decreased, diarrhoea, disturbance in attention, dyspareunia, dyspepsia, fibromyalgia, headache, menstrual disorder, migraine, mood swings, musculoskeletal disorder, myalgia, pelvic pain, suicidal ideation, urinary tract infection, visual impairment, weight decreased, the first episode of fatigue and the second episode of fatigue with essure. The reporter commented: had orthotics made to correct the skeletal imbalances that have arisen to offset the poor positioning caused by pain from her toes to her jaw. Numerous osteopathic and acupuncture consults to relieve the pain. Diagnosis of nervous depression by attending physician one year ago, with suggestion of prescription of antidepressants, anxiolytics and sick leave. Strong recommendation for management in a psychiatric hospital: victim of medical denial syndrome. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-jan-2019: information and references from deleted duplicate case (B)(4) (MFR number 2951250-2019-00475) were transferred to this case. Reporter's information was updated and a new reporter was added, removal date of essure was provided, and the events "digestive disturbances", "almost daily headaches", "deep dyspareunia" and "asthenia" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 20-sep-2017. The most recent information was received on 13-feb-2019. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain / occasional pelvic pain") and suicidal ideation ("suicidal thoughts because I am so tired and unbearable consequences on daily life") in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: testing for heavy metal allergies, follow-up x-ray for positioning of implants, blood tests and testing for rheumatoid illnesses were performed. No major gynecological neither major medical past history. No relevant concomitant conditions or treatments. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), back pain ("lumbar pain / dorsal pain"), migraine ("migraines / almost daily migraines"), urinary tract infection ("urinary tract infections"), menstrual disorder ("disturbed menstruation"), amenorrhoea ("absence of menstruation for several months"), myalgia ("muscle pain"), arthralgia ("joint pain / arthralgia / pain from my toes to my jaw"), mood swings ("mood swings"), amnesia ("loss of memory"), disturbance in attention ("loss of concentration"), visual impairment ("decrese in vision"), alopecia ("hair loss"), diarrhoea ("daily diarrhea"), fatigue ("suicidal thoughts because I am so tired and unbearable consequences on daily life"), musculoskeletal disorder ("skeletal imbalances that have arisen to offset the poor positioning caused by pain from my toes to my jaw"), fibromyalgia ("suspicion of fibromyalgia"), dyspepsia ("digestive disturbances"), headache ("almost daily headaches"), dyspareunia ("deep dyspareunia") and asthenia ("asthenia that seemed to increase progressively / functional symptoms associating asthenia") and was found to have blood pressure decreased ("drop in blood pressure") and weight decreased ("weight loss / loss of weight (6 kgs in 2 months)"). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial part, taking out the devices in one block). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, suicidal ideation, back pain, migraine, blood pressure decreased, urinary tract infection, menstrual disorder, amenorrhoea, myalgia, arthralgia, mood swings, amnesia, disturbance in attention, visual impairment, alopecia, diarrhoea, weight decreased, fatigue, musculoskeletal disorder, fibromyalgia, dyspepsia, headache and dyspareunia outcome was unknown and the asthenia had not resolved. The reporter provided no causality assessment for alopecia, amenorrhoea, amnesia, arthralgia, asthenia, back pain, blood pressure decreased, diarrhoea, disturbance in attention, dyspareunia, dyspepsia, fatigue, fibromyalgia, headache, menstrual disorder, migraine, mood swings, musculoskeletal disorder, myalgia, pelvic pain, suicidal ideation, urinary tract infection, visual impairment and weight decreased with essure. The reporter commented: had orthotics made to correct the skeletal imbalances that have arisen to offset the poor positioning caused by pain from her toes to her jaw. Numerous osteopathic and acupuncture consults to relieve the pain . Diagnosis of nervous depression by attending physician one year ago, with suggestion of prescription of antidepressants, anxiolytics and sick leave. Strong recommendation for management in a psychiatric hospital: victim of medical denial syndrome. Since the intervention, the patient experienced a group of functional symptoms associating asthenia that seemed to increase progressively. According to the reporter, there was a causal relationship between essure and the adverse events. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-feb-2019: no major gynaecological neither major medical past history. No relevant concomitant conditions or treatments. Lot number was unknown. Since the intervention, the patient experienced a group of functional symptoms associating asthenia that seemed to increase progressively. New reporter added, who considered events related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.